Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this left ventricular (lv) lead experienced pacemaker mediated tachycardia (pmt) episodes. It was questioned whether this was lv loss of capture (loc). Technical services (ts) reviewed noting there was intermittent loc however it was difficult to confirm. The lv trend showed lv threshold measurements had been increasing. Ts discussed the lv loc could be the right ventricular contracting and causing retrograde conduction as this was present after the pmt algorithm started. The field representative was going to program a higher lv output and check other lv vectors. This lv lead remains in service. No adverse patient effects were reported.